Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water nozzle was unable to be further specified. Moreover, no deformation/physical damage of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a channel blockage, however the location was not known. The brush went through and it flushes; however, while putting through three washes the machine kept giving an error. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residual liquid or foreign material came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that residual liquid or foreign material came out of the nozzle. Additional findings include the following: the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the plastic distal end cover had a scratch, the adhesive on the bending section cover had wear, and the label on the scope connector was peeled. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.